Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stick buttons. The customer's blood glucose level was unknown. The customer also reported that the insulin pump had scratches on screen and the insulin pump had lost settings. The customer also reported that the backlight of the insulin pump was dim and flickers. The customer also stated that audio was getting louder and slower while priming of the insulin pump. The customer also stated that insulin pump had several no delivery alarms. The insulin pump will not be returned for analysis.